Manufacturer narrative:
(B)(4). User facility medwatch # (B)(4). Evaluation summary: the clip delivery system was returned and no external damage or thrombosis was observed to the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of thrombosis is listed in the no-fault risk assessment for mitraclip as a known possible complication associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent the previously filed report, the following information was provided via the user facility medwatch report: the clip delivery system (cds) and clip were removed due to an observant clot. After removal, the clot was not on the equipment. A new cds was opened and used. No additional information regarding this issue was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for untreated thrombus, which is considered serious injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was prepared for use per instructions for use. All flush bags were appropriately connected. The cds was advanced into the left atrium and was steered down to the mitral valve. It was noted that there was thrombus on the tip of the clip. The cds was removed and it was thought that the thrombus would be removed with the device; however, upon removal, the thrombus was not seen. Although it was not seen in the anatomy, there is a possibility that it remained in the anatomy. The patient was fully anti-coagulated prior to the procedure and the activated clotting time(act) was over 300. No additional intervention was performed as a result of the possible thrombus. The procedure continued with implantation of two clips. The degenerative mitral regurgitation was reduced from grade 4 to grade 2. Post procedure, the patient is in stable condition. No additional information was provided.